Manufacturer narrative:
Additional information. The patient's pump stops, driveline repair, and use of an ungrounded cable were reported under MFR # 2916596-2019-02569. Additional information. Manufacturer's investigation conclusion: the reported event, of a mpu power cord disconnecting at the mpu connector, was confirmed by the additional event information submitted by the customer. The customer reported that the mpu ac power cord was disconnecting at the mpu connector due to the patient tripping on it (the power cord). The patient¿s power cord was reported to be taped to the mpu (with electrical tape). The patient was given a new ac power cord with the locking feature (current revision ac power cord for the mpu). The customer reported that this fixed the disconnection issue. There were no loss of external power events that occurred while the patient was connected to the mpu in the log file. The mpu power cord disconnects events were not observed in the log file. No product was returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: original cord was replaced with a new updated cord with the yellow clip but the patient continued to have alarms. Initially there were issues with the mpu cord coming out of the mpu prior to being replaced with the updated cord. The healthcare professional stated that the patient did not experience any no external power coming from the mpu, although the patient was experiencing pump stops when connected to mpu that led to a driveline repair. The patient was provided a power module and an ungrounded cable and the mpu was sent to the biomed department for disposal.

Manufacturer narrative:
Approximate age of device ¿ 3 years 1 month (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was getting an alarm from the mobile power unit (mpu). The patient was tripping over the cord. Patient brought in the mpu and the cord was attached to the mpu with electrical tape. The cord needed to be updated with the yellow lock cord. New cord applied with the clip to the mpu, however customer did not returned this to the patient yet.